Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that during preparation the guide wire coil stretched, and core detached. In this case, it is likely that inadvertent mishandling of the device resulted in the reported stretched coils and a core detachment. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that upon shaping the tip of the turntrac guide wire, the coils stretched and detached from the core of the wire. There was no reported device use or patient involvement. Another turntrac guide wire was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.